Manufacturer narrative:
A ge service representative performed an on site investigation. The f6 fuse, control panel processor, keyboard, and the touch screen monitor were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system touch screen monitor and keyboard would not work. No patient injury was reported.